Event description:
It was reported that "while attempting to extract the 8mm box chisel, it broke off in the disc space. After 15-20 minutes. The device was removed completely with the use of vice grips."

Manufacturer narrative:
Na